Event description:
N/a

Manufacturer narrative:
Sample was received for evaluation. - images were taken of the ¿as received¿ valve and are attached. -the position of the cam when valve was received was 70 mmh2o. -the valve was hydrated per internal procedure - the valve was visually inspected, the distal connector missing, the silicon housing was torn/cut around the siphon guard and marks were found on the siphon guard, and needle holes in the needle guard. - the valve was tested for programming according to internal procedure. The valve passed the test. -the valve was flushed per internal procedure the valve passed the test no occlusions were noted. -the valve was leak tested per internal procedure. Leak from the needle holes in the needle chamber and failed due to the damage silicon housing. - the siphon guard was tested per IFU rev. K connector was added to the distal end of the valve passed test. -the valve was reflux tested per internal procedure the valve passed the test. -the valve was dried. -the siphon guard was removed. -the valve was then pressure tested according to test method internal procedure, the valve passed the test. No root cause could be determining for the programming problem reported by the customer. -the root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(6) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6), 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed and was revised. The valve was implanted to the patient on (B)(6) 2011. Its initial setting was unknown. The cerebral ventricle was confirmed to be slit by MRI and the patient had symptom of nausea by od. The surgeon attempted to change the setting. However it could not be changed. Therefore a revision surgery was performed on (B)(6). The patient condition has been stable.